Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device is not alarming even with the correct parameters.the device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the telemetry device is not alarming even with the correct parameters. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Communicated with philips clinical support specialist (css). The css reports there was no incident or allegation of malfunction. The customer requested an interpretation of the ECG/arrhythmia rhythm. The css reviewed the patient strips. The css consulted with the customer - offering instruction on how to check the supraventricular tachycardia (svt) rate and how to read the arrhythmia and beat labeling. It was determined that the customer misidentified the rhythm and according to their alarm settings had received appropriate alarms. There was no malfunction of the telemetry device.